Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full functionality testing without duplicating the report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs was not able to confirm any power related issues. No trend is associated with reports of this type.